Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues at the catheter site, including the development of lumps that initially improved but later became red and tender to touch. The caller stated that the redness was large and appeared similar to cellulitis on the lower abdomen. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.